Event description:
It was reported to philips that the device randomly fails self- test. There was no patient involvement.

Manufacturer narrative:
This case was determined to be a duplicate of (B)(4) with MDR #3030677-2021-14292. Updating device problem code grid. Complaint evaluation: the service representative evaluated the device and initially thought it needed a therapy pca. However, the replacement of the therapy pca did not resolve issue. A therapy port needs to be replaced. Customer resolution and conclusion: it was determined that this was a malfunction of the therapy port. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.